Manufacturer narrative:
A complete lead was returned for analysis in 2 segments. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented to the operating room for an implant procedure. During the procedure, sensing anomaly was observed on the right ventricular lead. The lead was not implanted; another lead was implanted successfully. The patient¿s condition was stable.